Event description:
Customer reported the tubing separated from the bottom of the drip chamber. This was during an infusion of maintenance fluids. No pt harm or medical intervention occurred. Customer stated that no further pt/event info is available.

Manufacturer narrative:
(B)(4). Although requested, device has not been rec'd. A follow up report will be submitted with failure investigation results should the device be rec'd for evaluation.